Event description:
This pt was admitted due to recurrent internal defibrillator firing. The pt stated he had had approximately 20 episodes where he had been shocked. It was believed that the defibrillator had a broken lead to the ventricular that is causing the inappropriate fibrillation. The pt underwent implantation of new ICD pace/sense/defibrillation lead, explantation of old ICD generator, implantation of new ICD generator. The pt was subsequently discharged in satisfactory condition.